Event description:
It was reported that the image quality on the 9800 system was poor. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted system tracking and image resolution. The system was tested and found to be working as intended and placed back into service.